Event description:
Ous MDR - it was reported that about 40 months after the implantation the pacing impedance on this lead was out of range (> 3000 ohms). A lead fracture was suspected. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 34 cm distal to the is-1 connector pin. Only the proximal part was received. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The visual inspection of the returned fragment revealed several cuttings of the insulation along the lead fragment. These damages resulted most likely from the explantation procedure due to the fragmentation of the lead, an electrical and a mechanical analysis of the lead was not properly feasible. With regard to the issues mentioned in the complaint description the analysis of the available fragment did not reveal any anomalies. The analysis did not reveal any sign of a material or manufacturing problem.